Event description:
Related manufacturer reference number: (b)4). It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was difficult to remove from the pacemaker header. Upon removal, the rv lead was damaged and the rv lead tip remained within the explanted pacemaker header. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2023. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of could not untighten the ventricle setscrew to remove the lead was confirmed. Analysis revealed calcified blood filled the v-setscrew inset preventing the wrench from inserting into and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood hence removed in the lab, the wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally, and the stuck lead removed. The blood came through holes punched through the septum by the torque wrench at the time of implant. No other anomalies were seen.